Manufacturer narrative:
It was reported that during procedure the femoral head trial was found chipped and scraped and the surgeon made a comment on it. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, signs of use such as scratch marks on the entire outside of the trial ball head have been found. Nevertheless, all flaps at the inside of the trial head were intact. Potentially, these scratch marks origin from a grasping forceps. The batch record review did not reveal any irregularities within the manufacturing process and a complaint history review detected only one additional complaints for the batch in question with a similar reported failure mode. Based on the executed investigation steps, the root cause is a component failure probably due to wear and tear. Smith+nephew recommends that all reusable instruments should be routinely inspected for wear and damage and replaced as necessary. The need for corrective action is not indicated. Smith and nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Event description:
It was reported that during procedure the femoral head trial was found chipped, scraped, and the surgeon made a comment on it. Nothing fell into patient, no delay to procedure, no harm to patient, all pieces recovered. S+n backup device as available.